Manufacturer narrative:
The insulin pump alarmed a33 (compromised force sensor system) during the prime a33 test, due to a faulty force sensor resistor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that his daughter received an a33 alarm during priming. At the time of the call, the customer's blood glucose level was 212 mg/dl. Troubleshooting was done and the father stated the drive support cap appeared normal. The customer was advised to return the insulin pump and revert to a back-up plan. The insulin pump was returned and analysis was completed.